Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 9) occurred. Reportedly, the customer had filled the cartridge with 3 ml of insulin. The customer's blood glucose level was approximately 150 mg/dl. Reportedly, a new cartridge was loaded to address the event.